Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was cracked/damaged. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. It was reported that the user experienced symptoms of hyperglycemia but the specific details were not provided. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-may-2018 with the following findings: a visual inspection of the pump revealed the cartridge compartment was damaged and missing a fragment around the edge. The returned cartridge cap was undamaged and able to fit securely. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.